Event description:
In 2009, the pt was implanted with four aaa endoprostheses (another manufacturer's) to repair a bilateral iliac aneurysm. Three of the devices were deployed and the procedure went well. While ballooning, using a cook coda 32 balloon, the aorta ruptured; a tear just below the renal arteries. This was not noticed until the fluoroscopy with contrast was done. The pt lost 8 units of blood and needed to be resuscitated; CPR was performed for 20 mins. The pt was stable. An aortic extender component was deployed and covered the tear. Later the same day, the pt expired.

Manufacturer narrative:
Expiration date unk as lot number info not provided by reporter. Unknown as lot number info not provided by reporter. Event evaluation: this event is still under investigation.